Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation and had multiple adjustments done on their left ventricular (lv) lead. The diaphragmatic stimulation recedes for a few days after the adjustments but then returns. The lead is still in use. No further patient complications have been reported as a result of this event.